Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was unable to communicate to network.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6)was performed from the date of manufacture, 13-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed with customer that a station had been relocated to a different location and was subsequently unable to communicate with the server. The tss confirmed that a field service engineer had reimaged the station but was unable to complete a full synchronization. Verification showed that the station had a valid static internet protocol address and was not being blocked by the information technology network. The station was also returned to its original location; however, the issue persisted. Further investigation revealed that the station appeared offline in the remote support system despite successful network communication between the station and the enterprise server. Multiple reimage attempts and collaborative troubleshooting efforts were performed, after which confirmation was received that the issue was resolved. The system functioned as intended after the field service engineer resolved the issue.